Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
Correction: should have been (B)(6) 2017 rather than (B)(6) 2017.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, premature battery depletion which triggered elective replacement indicator was observed on the device. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.